Manufacturer narrative:
Analysis found that heat test could not be performed due to stem not inserting properly, two of the internal tube bearings were detached/broken. All the rest of the bearings were corroded, o-rings(gaskets) were worn, laser markings faded(discolored). Replaced all mandatory components. The aware date of the reportable allegation indicated was on (B)(6) 2019 and no specific date; only month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the attachment was extremely hot during a test performed on an artificial bone by the clinical team; overheated in less than 1 minute of use. It was difficult to detach the bur that was placed for the test. There was no patient or staff impact.